Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch plunger level" error. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the device found the pump in poor condition with the top and bottom case chipped and cracked. A review of the event history log found a check clutch error. Functional testing involved multiple flow and occlusion tests and was unable to replicate the reported issue. It was observed that the parts of the device were over 10 years old. Based on the evidence, the root cause was attributed to normal wear of the moving parts.